Event description:
False positive advia centaur cp troponin ultra results were obtained for samples from two different patients. Redraw samples were tested and the results were less than 0.4. The physician questioned the results. Repeat testing was performed for both patient samples from the original draw tubes and the results were negative. Both patients were in the emergency room. It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin ultra result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.